Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported bent and malpositioned are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. Alleged fracture." On (B)(6) 2017, CT of abdomen and pelvis: ¿findings: tilt: filter tip angled 22° apex right with respect to ivc. Position: filter tip abuts anterior superior wall of the junction of right renal vein and ivc. Perforation and bending: 5:00 strut tip projects approximately 5 mm beyond wall of ivc along right paracentral ventral aspect of l3 superior endplate and may be slightly bent. 8:00 strut is bent approximately 90° proximally, perforated approximately 30 mm beyond the ivc wall, paralleling the posterior inferior aspect of the right renal vein, with tip terminating within fat near the right renal sinus. 2:00 strut is bent approximately 90° a centimeter from its origin and is perforated approximately 10 mm beyond wall of ivc just inferior to and paralleling the inferior wall of left renal vein. Another 2:00 strut is bent approximately 90° 1.5 cm from its origin and perforates approximately 8 mm beyond wall of ivc about 5 mm anterior/inferior to the other perforated 2:00 strut. Impression: malpositioned ivc filter with multiple bent perforating struts." Patient outcome: unknown.